Event description:
A nurse form the user facility reports a broken haptic was noted following insertion of the intraocular lens. Enlargement of the incision was required to accommodate removal and replacement of the lens. Additional information has been requested.